Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during shoulder arthroscopy there was no pressure build-up with the default settings on the crossflow pump and a daily cassette in inflow-outflow mode. The tubing systems were replaced. Initially set to the same batch, but no change in the situation. Only by increasing the pressure (70 mmhg+) and the flow (high) could the procedure be continued.